Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of issues with the charger and ipg communication. The patient stated the ipg had not been charged for over a month. Troubleshooting could not resolve the issue. Follow up identified the patient's ipg was explanted and replaced with different model ipg. The reported issue was resolved.